Event description:
During attempted removal of the icp catheter, a portion of the catheter was retained. The surgeon elected to not attempt removal of the remaining piece. The retained piece has worked it's way to the surface of the patient's scalp where retrieval is possible and this procedure is planned. There was no known harm to the patient.